Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was unable to log in. A technical support specialist (tss) checked the medapplication log in and found an error for user ID indicating that the user account was locked in ad. The tss sent an email to the customer to contact hospital it to unlock the account. The system functioned as intended after the customer confirmed that the issue had resolved.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary user account was unable to login. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.